Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results for two patient samples collected from two different patients, processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for one of the patient samples was reported outside the laboratory and a corrected report was issued. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the customer had processed patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Ocd field service investigated and performed necessary repairs to multiple subsystems on january 22 2010, returning the vitros eci to intended operation. The root cause of the imprecise vitros tropi es results could not be determined, however, poor sample processing and the analyzer that required repairs and adjustments could not be ruled out.